Event description:
The customer repots that prior to insertion of the ureteral catheter it was noted that tip had a small hole in the tip. The customer reported that the edges of the hole in the tip were rough and/or sharp.